Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. A pt with history of ischemic cardiomyopathy with ejection fraction of 10%. Progressive chf (congestive heart failure) and now has chronic systolic class 3 chf. The patient has a wide qrs. Admitted for replacement of ICD and meets requirement for bi ventricular device.